Manufacturer narrative:
Additional lot # 900098. Event reported by request of FDA. Cause of infection unk. Device explanted by pt request.

Event description:
Three valeo c spacers were revised and removed due to an infection. Pt received a corpectomy during the revision surgery and is reported to be fine. Not known what caused infection. There was inflammation and swelling a few weeks post-op and surgeon was observing pt and had her on antibiotics. Surgeon reported pt wanted to do revision rather than continue antibiotics. During revision, surgeon reported 3 spacers were very difficult to remove; graft holes contained healthy bone and outside of the implant showed "some signs" of bone attachment. Cervical plate used during original surgery: k2m.